Event description:
Pt reported to hcp with complaints of lack of pain relief. Pump was administering local pharmacy mixed drug. Pump accessed and volume discrepancy of approx 3 ml found and pump was refilled - with 25 ml drug mixed at local pharmacy. Four days later pt reported pump was not working - decision made to replace pump. Rotor study done x2 - pump functioning ok. Good catheter function also. Pt given oral medications until replacement completed. Device returned for analysis. Pt's post op course has been uneventful and apparently has been getting good results with new pump.